Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03887. It was reported the patient is experiencing pocket heating while charging. Surgical intervention may take place at a later date.

Manufacturer narrative:
It was reported the patient is experiencing pocket heating while charging. Efforts to obtain addition event information have been unsuccessful and no implants were returned for evaluation. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.